Event description:
The complainant's electric scooter fell apart causing minor bruising. Aide helped them up. Fire/rescue was called to assist. The problem resulted from 3 pins that held the scooter together falling out. These pins are meant to be removed so the scooter can be disassembled easily. A plastic lanyard attaches them to the scooter to keep them from being lost. However, in the normal course of use, it appears that those lanyards snagged on small objects on the ground which resulted in the pins being pulled out. The pins are on the underside of the scooter and cannot be easily observed. Complaint symptoms cut/laceration.